Event description:
It was reported that a patient was tested positive for urinary tract infection (uti) and was prescribed antibiotics. Four days later, it was reported that she had a bladder infection for 3 weeks. It was stated that there was pain at the end of urination "which was just a little bit different than previous bladder infections." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3889-33 lot# v701765, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2011 (B)(6), product type programmer, patient. (B)(4).